Manufacturer narrative:
The device has not yet been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the end of the reline driver broke off during surgery.